Event description:
A malfunction was reported on a customer's pump during an update, displaying malfunction code 16. There was no adverse impact on the customer's blood glucose level. The customer's pump was part of a field correction, and the issue was addressed by sending a replacement pump. The customer was instructed to return the malfunctioning pump using a pre-paid label and to update and connect their continuous glucose monitor (cgm) to the new pump. The customer declined assistance resuming the insulin sensor session but was assisted by a clinical diabetes specialist (cds) post-call.